Event description:
It was reported that there is a bad adhesive on many of the samples, so the product is difficult to be applied.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint sample was found to be acceptable. The retained samples were pasted onto the arm and the non-adhesive tab lifted at the end of the dressing to peel the carrier off the dressing. The carrier smoothly separated from the soft film. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
No injury or harm to the patient. Back-up samples were available.